Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m52m33. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a low anterior resection procedure, the device did not cut the tissue, but the staples were deployed as intended. A circular stapler was used to complete the procedure. There were no adverse consequences for the patient reported.